Event description:
As reported by foreign distributor, the customer was "unable to de-bubble syringe." It is unknown which component the syringe was attached to during the de-bubbling problem. It occurred during set-up, and the syringe was replaced by another namic syringe which performed without incident. There was no pt injury.